Event description:
Caller reported that the battery was not charging, leading to the pump shutting down. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on several troubleshooting steps, including using different power sources and charging cables, but these did not resolve the issue, so a replacement pump was arranged. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. The customer understood the instructions for returning the faulty pump and was informed that a prepaid label would be provided for its return.